Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system was providing only partial stimulation. The physician disconnected the lead and placed a new lead (different model) in the patient's right-side. Effective stimulation was restored and the issue was resolved.